Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the station button was missing. A technical support specialist observed that the station failed to timeout properly, bringing the user to the home screen rather than exiting. Subsequent attempts resulted in no screen progression or hardware opening. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank issue button was missing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.